Event description:
Information was received. Manufacturer representative reported the desktop charger was replaced and patient is doing great.

Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37754, product type: recharger.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported there was a blank screen on the implantable neurostimulator recharger (insr) and a broken, bent, or loose connector pin. The rep tried to do a reset of the insr where they would the splash screen, but then the screen would go blank when they tried the green button. Two resets had been attempted previously, but they were not successful. The patient's wife stated the insr had been plugged in all week and the patient had been charging the implantable neurostimulator (ins) a lot that week, but they had not noticed the insr battery icon getting low. It was noted that when the patient's wife was working with the rep, she noticed that the insr battery was blank. The patient's wife also stated that the connector pin seemed loose, but also that she was seeing the green light on the ac adaptor. The patient's wife believed the issue was that the loose connector pin was not allowing a good connection so the insr could not charge and the insr was dead which was why they were not getting any response from the recharger when the reset was done. An out of box failure was reported. It was noted that the patient did not have stimulation because they could not charge due to a dead insr battery. The change in therapy/symptoms was considered to be sudden. The patient had only been implanted for a couple of weeks.